Manufacturer narrative:
H.6. Investigation: a device history review was conducted for the reported lot#. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: on (B)(6) 2020, when the medical staff in the CT room performed enhanced CT according to the doctor¿s order, the liquid dripped during the pumping process of the high-pressure syringe, and the injection was stopped immediately. After inspection, it was found that the intravenous indwelling needle heparin cap was missing. , the family members request a new one. After being informed that there may be adverse reactions, the new one will not be given. After replacing the heparin cap, continue the operation.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: on (B)(6) 2020, when the medical staff in the CT room performed enhanced CT according to the doctor¿s order, the liquid dripped during the pumping process of the high-pressure syringe, and the injection was stopped immediately. After inspection, it was found that the intravenous indwelling needle heparin cap was missing. The family members request a new one. After being informed that there may be adverse reactions, the new one will not be given. After replacing the heparin cap, continue the operation.